Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (18) years since the subject device was manufactured. Based on the results of the investigation, the cause of backflow was concluded that the surgeon did not close the three-way stopcock after injecting water. A labeling review was conducted using the product label uws-1 and confirmed that an instruction to move the three-way stopcock¿s lever to the ¿close¿ position to stop the water supply. Refer to ¿4.2 operation with the ultrasonic probe,¿ step 6, warning. 6. Move the three-way stopcock¿s lever to the ¿close¿ position to stop the water supply. Warning: always close the three-way stopcock immediately after water is injected through this product. Failure to do so may cause backflow of intracorporeal contaminants, which may lead to infection. In the unlikely event that you forget to close the three-way stopcock, wash and disinfect (or sterilize) it immediately after the case is over. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the water supply unit was used to inject water, but a three-way stopcock was not properly closed, causing the patient¿s bodily fluids to flow back into the unit¿s tank. The patient had hepatitis c, and blood was found in the tank, indicating contamination. The issue occurred during a diagnostic gastroduodenal endoscopy and ultrasound examination. The procedure was completed using the same set of equipment. There were no reports of patient harm.